Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009, inratio: 1.7, 2.3, lab: 7.4, 7.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed; inratio: 1.7, reference: 7.4, mean: 4.55, confidence limits: 2.5-6.5. Inratio: 2.3, reference: 7.4, mean: 4.85, confidence limits: 2.6-6.9. Mean calculation from comparison test data provided by end-user revealed accuracy criteria was not met in complaint comparison test. No product is expected to be returned. Normal donor test value was valid. Previous investigation from another case on strip lot 216969 revealed no discrepant results on referenced and in-house meters. No further action is required. Patient's hematocrit of 14-42.8% and medication antibiotics (levaquin) may have affected inratio test results. It was also revealed that the doctor held the patient's coumadin. There is no sufficient information to determine the root cause of end-user's discrepancy. Further testing is not required at this time. As of 2009, twenty-four discrepant result complaints were reported for lot #216969 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action is required at this time as no product deficiency was established. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of lot 216969 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria. No further action is required.